Manufacturer narrative:
Used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: the device was returned for analysis. The unit returned with part of its original box, the unit received has the tip damaged, as part o f the overall visual revision. The device had the polymer tip detached; the damaged section was located approximately at 298.7 cm from the proximal end; the detached section of the device was not returned. Besides, the distal section of the tip was detached and it was not returned. The distal tip was bent. The body was kinked approximately at 138.8 cm from the proximal end. No more damages were found in the device. The outer diameter of distal tip, middle of device and proximal section were within specification; however, the overall length could not be performed due to device condition (polymer tip detached).

Event description:
It was reported that guide wire tip detachment occurred. The 80% stenosed target lesion was located in moderately tortuous and moderately calcified distal tibial artery. A 300cm straight tip v-14 control wire was advanced to cross the lesion. However, as the wire passed down through the tibial, it was noted that the tip pf the wire broke off. The detached tip was lodged into the calcific vessel wall and the physician determined to leave the detached tip. The procedure was completed with a non-bsc device. No patient complications were reported.